Manufacturer narrative:
The reported event involving a pump module(s) ¿that three clinicians reported general channel error and/or system error alarms¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time.

Event description:
It was reported during a site visit, that three clinicians reported general channel error and/or system error alarms. No further details could be recalled by the clinicians of specific scenarios